Event description:
It was reported that a few days after implant, on (B)(6) 2013, the patient was hospitalized because he couldn¿t stand up and was confused. The pump was re-programmed to a lower dose and the patient responded well to that so he could stand up again. On (B)(6) 2013 the patient fell and fractured his pelvis. He was hospitalized for three days and was transferred to another hospital because ¿they wouldn¿t do anything¿. By the time he was transferred he had severe dehydration, atrial fib, pneumonia and a bowel obstruction. He was in the intensive care unit for nine days. On (B)(6) 2013 the pump was turned off to see if the pain pump and the medications at the hospital were causing the patient to get confused. Four to five days later the patient started having pain again. On (B)(6) 2013 the pump was turned back on. It was unknown if the patient went through withdrawal as he was in the hospital at the time. Per the reporter, the issues that the patient had could have been due to the po or IV meds that were administered. An MRI of the spine was scheduled for (B)(6) 2013 to determine if the patient had a pinched nerve. It was noted that the patient began having pain in the calf of the left leg approximately two weeks prior when he fell and ended up in the hospital. This was unrelated to the drug infusion system. X-rays were done of the patient¿s knee and ankle and there were no issues found. Per the reporter, they believe that there may be "a drop of morphine" with the marcaine in the pump. The device system was used to deliver marcaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).